Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, and cracked display window.

Event description:
The customer reported via phone call that the insulin pump is damaged at the reservoir compartment. The customer stated that a piece from the clear edge around the reservoir compartment fell off. Blood glucose value is unknown. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.